Event description:
Pt reported "baclofen overdose" and was treated in emergency room. Pt claimed erratic dosing - too much and too little. Pt returned to implanting physician. System checked for catheter kinks - none found. Device explanted and replaced.